Event description:
The patient reported a couple of mixes ago and felt like there was more drugs left in a particular cassette. She had still used the cassette with the remaining medication left on it. The reported product fault occurred while in use with the patient with no harm reported.

Manufacturer narrative:
H3 other: device has not been returned to date. No device or photographic evidence was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.